Manufacturer narrative:
The reagent lot number is 825250. The expiration date was 30-nov-2025. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 308 pg/ml. The repeated results were 47.8 pg/ml and 47.4 pg/ml.

Manufacturer narrative:
Qc was within specification. A general product issue was excluded. Due to the limited amount of information that was provided, a specific cause of the event could not be identified. The investigation did not identify a product problem.